Manufacturer narrative:
The reported event could not be confirmed since the product was not returned for evaluation. Based on a review of risk documentation, excessive mechanical loads, disregard of warnings, or atypical usage could potentially cause a frangible section of the tip to break off. Not returned to manufacturer for evaluation.

Event description:
It was reported that the universal handpiece was being tested with an unknown sonopet tip when the tip broke off. There was no patient involvement, and there are no user injuries or adverse consequences.

Event description:
It was reported that the universal handpiece was being tested with an unknown sonopet tip when the tip broke off. There was no patient involvement, and there are no user injuries or adverse consequences.

Manufacturer narrative:
The tip is not available for evaluation as it was discarded by the user facility. A follow up report will be filed when the investigation has been completed on the universal handpiece. Handpiece received, tip discarded.